Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is completed. Csi ID: (B)(4).

Event description:
During treatment of a lesion with a diamondback 360 coronary orbital atherectomy device (oad), the crown degraded to the point there was no longer any diamond on the crown. A new oad was used to complete the procedure.

Manufacturer narrative:
The oad was returned to csi for analysis. No damage or loss of diamond coating on the driveshaft was observed. Scanning electron microscopic analysis of the crown did not identify any evidence of a diamond coating loss. When tested, the device functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).